Event description:
It was reported that the patient had overstimulation sensation. Symptoms reported had sudden onset. Patient was at chiropractors office and was stretching beforehand using a foam roller against the wall and she thinks she went of her system and that was when she noticed overstimulation. The patient decreased it when she got home and that seemed to help a little. The patient turned stimulation down even more during call and said that the stimulation feels even better at the lower setting. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0qdwk, implanted: (B)(6) 2015, product type: lead. (B)(4).